Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h6 health effect clinical code. Corrected: d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Event description:
(B)(6) 2019: patient received a left total hip due to osteoarthritis. No complications noted. (B)(6) 2023: patient underwent a left hip revision due to intense pain, mobility issues, and squeaking. Intra-op there was a fair amount of metallosis in the capsule. The poly insert was noted to have failed and was cracked in multiple pieces. Due to damage of the cup, the cup was removed with moderate bone loss. There was noted eccentic wear of the femoral head. A competitor cup was placed.

Manufacturer narrative:
Product complaint (B)(4). E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received: on (B)(6) 2020 completed CT scan of the left hip in comparison to the CT scan in (B)(6) 2019. Impression: ultrasound shows that within the subcutaneous tissues of the hip, there remains a heterogeneous slightly hypoechoic area lateral of the left greater trochanter. This is consistent with a chronic seroma or hematoma. Overall, this is believed to be stable from previous. Benign finding. However, on (B)(6) 2020, the patient underwent an excision of a left hip for a suspected seroma. A seroma was not identified but the surgeon did find scar tissue. (Ref to (B)(4)). On (B)(6) 2024 patient visited to the clinic for a follow-up. She has a long history of her left hip being replaced in 2019 that was complicated by avulsion fracture of the lesser trochanter and then a couple revision recently on (B)(6) 2023 due to the liner failure. She is 4 months out from her surgery. She had been doing okay up until last week when she fell. She reports tripping and falling onto her knees and jarring her hip. Ever since she has had quite a bit of soreness in all including her hip as well both of her knees. She describes generalized soreness around her knees and then her hip is more painful and requiring for her to be utilizing the walker more. Although she does utilize her walker pretty regularly. She feels that she still has quite a bit of weakness in her hip. On (B)(6) 2024 patient returns for another left hip follow up. She is doing okay, still has lot of soreness. She is still utilizing a walker. Previously we discussed the tissue mass over her incision which previously was evaluated by plastic surgery, this is more of a scar tissue rather than an old hematoma or seroma she is not sure if this is part of the problem. She noticed she had 2 times now when her hip squeak to which was an issue previously before her revision this was a major concern.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received: medical report ad 10 sep 2024 was reviewed by a clinician. Relevant information regarding depuy synthes products was identified below. During on (B)(6) 2019 primary, it was noted that a reamer was placed and in doing so there was a perforation posteromedially. At this point, the surgeon elected to use a longer stem to bypass the perforation, so the summit stem system was opened. On (B)(6) 2019, the patient went to get up from a chair and felt pain. It was found she had an avulsion fx of the lesser trochanter. She also had a syncopal episode sometime between on (B)(6). Plan is to continue weightbearing and physical therapy. On (B)(6) 2019, a CT scan revealed a fluid collection lateral to the proximal femur, which was most likely a hematoma or seroma. Heterotopic ossification in the area of the iliopsoas related to previous fx was also identified. The patient had multiple injections over the greater trochanter for pain due to trochanteric bursitis. These injections occurred on (B)(6) 2019, on (B)(6) 2020, and on (B)(6) 2021. On (B)(6) 2020, the patient underwent an excision of a left hip for a suspected seroma. A seroma was not identified but the surgeon did find scar tissue. Separate complaints will be created for the femoral perforation by the reamer and for the avulsion fracture. Injections for pain and the excision of scar tissue are considered continuing events to the ultimate revision that occurred on (B)(6) 2023 for pain, mobility issues, and squeaking.